Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201, serial number: (B)(6), batch/lot number: al1s842047, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006.

Event description:
It was reported the patient with this neurostimulator had surgery early in the year to revise their pocket. Afterward, the patient experienced discomfort and pain at their implant site, but there was no heat nor swelling. The patient had their device off until they saw their physician. Additionally, the patient had a clinic follow up visit. The patient was assisted with turning off their stimulation. The patient stated the pain subsided with having the stimulation off. The patient was reprogrammed and advised calling if the pain continues. Then the patient met with the local care team and they are doing better. The patient said their bowels are better and normal but had been passing gas. No further patient complications were reported.